Event description:
It was alleged that the power-load arms wouldn't lower, and the emt hurt her shoulder using the manual release. It was additionally reported that the emt had an MRI on her shoulder and required surgery as a result of the alleged event.